Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us. The preliminary evaluation of the returned sample indicates swg/catheter resistance - kinked.

Event description:
The customer reports that it was not possible to advance the cvc over the guide wire, a resistance was noted.

Manufacturer narrative:
(B)(4). The customer returned one guide wire and catheter for evaluation. Visual examination of the returned catheter did not reveal any defects or anomalies. Visual examination of the returned guide wire revealed a slightly deformed proximal end. The guide wire contained a slight curve with a few offset coils. The returned guide wire was slightly curved from 0-12 mm from the proximal end. The length and outer diameter of the returned guide wire were measured and were found to be within specification. The length of the returned catheter body was also within specification. The returned guide wire was able to pass through the returned catheter with minimal resistance. All three extension lines on the returned catheter were flushed using a lab inventory syringe and performed as expected. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit instructs the user, "if resistance is encountered, withdraw catheter relative to guidewire about 2-3 cm and attempt to remove guidewire if resistance is again encountered, remove guidewire and catheter simultaneously." (Con't) other remarks: the reported complaint of guide wire/catheter resistance could not be confirmed by complaint investigation. The returned guide wire was able to pass through the returned catheter with minimal resistance. The returned guide wire contained a slightly damaged proximal end. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. Based on the sample received, the probable cause of the damaged guide wire is operational context. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports that it was not possible to advance the cvc over the guide wire, a resistance was noted.